Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of thrombosis is listed in instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.25 x 28 mm xience alpine device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat multi-vessel lesions, the ramus and left anterior descending (lad) coronary arteries. The ramus was treated with a 2.25 x 28 mm and a 2.25 x 12 mm xience alpine stents successfully. However, during treatment of the lad, the patient experienced EKG changes. Angiography revealed that the ramus was clotting up. Therefore, the physician switched to treat the ramus by using high pressure balloons to 26 atmospheres and administered medication. After, the physician continued with the lad with a successful outcome. No additional information was provided.